Manufacturer narrative:
Evaluation completed. One bl5113 pack from lot v6890 was returned. Visual inspection found the assembly dirty with fluid in the collection cassette and tubing. Some of the fluid leaked out and was all over the assembly. No visual defects were found. A functional test was performed using a stellaris pc system. The collection cassette was captured and recognized by the system. The assembly passed the self vacuum test, primed, irrigated and aspirated as intended. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported the pack would not irrigate during the procedure. No patient injury.